Event description:
It was reported that the patient presented for an in-clinic follow-up experiencing ventricular tachycardia (vt). Upon review, it was noted that the pacemaker exhibited inappropriate low voltage output and fusion/ pseudo fusion. The pacemaker was reprogrammed. The patient was in stable condition.